Event description:
The analyzer gave a false low k+ result on a sample from a pediatric pt. The first result on the sample measured on (B)(6) 2013, at 11:15 pm, gave 2.1mmol/l. The sensor hospital pediatrician was called in at midnight to put in a line to administer IV k+ to the child but was told by the ed staff that all the k+ results were low. Repeat k+ on the ICU analyzer gave a result of 3.0mmol/l. Based on this it was decided not to administer k+ to the pt.

Manufacturer narrative:
Based on the info stated in the complaint the lab does not change the reference membrane often enough. The lab runs about 40 samples per day and change the reference membrane monthly. According to the abl800 operator's manual p. 3.49 the following procedure should be followed: replacing reference electrode membranes: less than or equal to 40 samples per day: abl8x7 flex analyzers 14 days; greater than 40 samples per day: abl8x7 flex analyzers 1 week. The data logs from the analyzer have been investigated and there are no calibration errors or error messages in the system message log. However, the qcs run after the low k+ sample failed. The customer changed both the reference membrane and k+ membrane after the event and this has solved the problem. Based on the available data this suggests that the root cause of the event was either the reference membrane or the k+ membrane. It is not possible to identify if only one or both of the membranes caused the problem and it is not possible to investigate used membranes as they would dry out during transport. The root cause of this event can therefore not be confirmed, but the customer has been advised to change the reference membrane according to the manual.